Event description:
The device was used during a lap nissen fundoplication. Two devices were misfiring. The instruments were spitting clips. The surgeon removed the clips and opened a third device to complete the case. No consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws of instrument a had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Instrument b was returned in good physical condition. Instrument b was cycled, fed, cut, and formed the clips within design specification when tested. It was concluded that instrument a was conforming to design specifications. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.